Event description:
It was reported the subject device had an error e216 and b30.the event occurred during inspection for use and before patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. The customer was having ongoing e216 and b30 scope communication errors. Cleaning the scope connector and cycling power did not resolve the issue. The customer was asked to try this scope in the other room and there were no errors when used in the other room. This shows the issue is related to this light source. It was recommended to send the light source in for repair and customer was transferred to customer solutions to arrange RMA and loaner. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9,h2,h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.